Event description:
It was reported that during a gastric bypass procedure, the clips were not advancing into the jaws with the first device. The clips were flying out of the jaws into the abdomen with the second device. The clips were removed. An er320 was used to complete the procedure. There was no pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.